Event description:
It was reported that a leak was observed from the connection of a homechoice cassette and solution bag; the connection did not lock tightly and kept spinning. This occurred during setup for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in july 2022. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.